Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon products involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon suture products used in this procedure? Citation: int. J. Oral maxillofac. Surg. 2014; 43: 99¿106. Doi: http://dx.doi.org/10.1016/j.ijom.2013.08.014. [(B)(4)].

Event description:
It was reported via journal article: "title: assessment of the risk of haemorrhage and its control following minor oral surgical procedures in patients on anti-platelet therapy: a prospective study". Author: c. Girotra, m. Padhye, g. Mandlik, a. Dabir, m. Gite, r. Dhonnar, v. Pandhi, m. Vandekar. Citation: int. J. Oral maxillofac. Surg. 2014; 43: 99¿106. Doi: http://dx.doi.org/10.1016/j.ijom.2013.08.014. The authors assessed the association of the risk of prolonged post-operative bleeding with anti-platelet therapy by type of minor surgical procedure and the association between anti-platelet therapy and the level of hemostatic measures required. A total of 1121 patients (686 male and 435 female patients; age range: 40 to 75 years old) underwent minor surgical procedure. Of which, 546 patients were included in the study group: group a are those on aspirin therapy (n-10), group b on clopidogrel therapy (n-97), and group c on aspirin + clopidogrel dual therapy (n-139). The control group (group d) consisted of 575 patients. All groups following surgery, a pressure pack was applied for 30 minutes. During the suture procedure, the authors used a simple interrupted technique with mersilk 3-0 sutures that was done as part of the procedure protocol in certain cases of multiple extractions involving full quadrant, surgical extractions, alveoloplasties, and biopsies. However, all cases of flap surgery required suturing. Patients were kept under observation for a further 30 min with the pressure pack in place after completion of the procedure. In the study group, reported complication included prolonged bleeding (n-22). In the control group, reported complication included prolonged bleeding (n-20). In the majority of patients, prolonged bleeding was controlled with the pressure pack alone (n-20), followed by suturing (n-13), use of gel foam (n-5), and use of diathermy (n-4). All cases of prolonged bleeding in both the study group and the control group were successfully controlled with these measures. It was concluded that the risk of prolonged bleeding is independent of the type of minor surgical procedure performed. Prolonged bleeding in patients on single drug anti-platelet therapy can be managed in a similar fashion to healthy individuals, with a pressure pack as the first line of control wherever possible.